Manufacturer narrative:
The loss of visual acuity and the high cylinder could be caused by an irregular stromal thickness within the pupil. It could be an existing disturbance in the eye that led to a different cutting behavior. There is no indication of any malfunction of the zeiss device that could have contributed to surgical outcome.

Event description:
A health care professional (hcp) reported that a patient who went through smile procedure lost 2 lines of the best corrected visual acuity (bscva) on the left eye. The right eye is not bad, only a slight residual refraction.